Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the fibroscopic procedure to determine the correct positioning of the endobronchial portion of the tube, a 3-5 mm thread-like fringe is observed protruding from the endoluminal wall of the bronchial lumen." The patient was reported as fine.

Event description:
It was reported that: "during the fibroscopic procedure to determine the correct positioning of the endobronchial portion of the tube, a 3-5 mm thread-like fringe is observed protruding from the endoluminal wall of the bronchial lumen." The patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The reported complaint '3-5 mm thread-like fringe appears to be present on the endoluminal wall' could not be confirmed through review of the customer supplied photo due to the unclear photo quality and indistinct location. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.